Event description:
This is a spontaneous report by a consumer in USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient used unspecified fresenius supplies for an unknown indication. Dianeal therapy was ongoing. Action taken with fresenius supplies was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient was hospitalized for the elective procedure. The hospital staff did not know to adjust the catheter and used unspecified fresenius supplies. On an unreported date in (B)(6)2012, the patient experienced peritonitis. On an unreported date, a peritoneal effluent culture was performed and the result showed no growth. The cause of peritonitis was the use of unspecified fresenius supplies. Treatment was not reported. On an unreported date in (B)(6)2012, the patient was discharged from the hospital. Patient injury reported: yes. Medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).